Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she was admitted to the hospital for severe high blood glucose and bronchitis. The customer was released in the same day and was given IV fluid. The customer is doing well and does not want to follow up.